Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) went on site and found shocks recorded on this detector and customer admission that it was dropped from a height. The reported problem was confirmed. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Fse replaced faulty detector. He calibrated the new detector and the functional test was passed. Finally, the system meets the specification for the performed service and is returned to use. Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
The customer reported that the portable detector model skyplate has a line artifact after being dropped. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.